Manufacturer narrative:
Continuation of concomitant medical products: product ID: 97745, serial# unknown, product type: programmer, patient. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from the manufacturer representative. It was reported that reprogramming was done on (B)(6) 2019. Energy estimation now says 2.6 days. With programming parameters, energy check showed estimation on 0.7 days. The ins taking long to charge issue was resolved. The cause of patient controller depleting quickly was not determined. Patient removed the battery and re-inserted it, resolving the issue. The serial number of the controller was unknown. The provided information was confirmed with the physician/account. No further complications were reported/anticipated.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from the consumer regarding a patient who was implanted with a neurostimulator for spinal cord stimulation - nonmalignant pain. It was reported that the patient charged his implant to 100% last night and this morning it went down to 40%. Patient reported he sat for 4 hours charging his implant and the neurostimulator (ins) only went to 79% and he wanted to know why it took so long to charge and why ins was depleting so fast. Patient stated he got excellent recharge quality when charging most of the time. Patient stated he had a hard time finding the implant on his body. Patient stated he spoke with a manufacturer's representative (rep) yesterday who told him to reset the controller. Patient has not recently switched groups. Patient stated he was on group a p1 @ 7.0v. Patient described seeing the passive recharge mode screen recently but he was able to charge implant with excellent recharge quality. Additional information was received from the rep who reported that the patient reported that during recharging the ins, his patient controller would go from 100% to 0% in less than an hour and his ins would not get fully charged, prior to pc totally depleting. No symptoms reported. No further complications were reported/anticipated.